Event description:
The customer reported a leak of less than 10ml from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The instrument was generating ambient temperature error messages. There was no report of direct physical contact with the leak. The customer was wearing gloves, goggles, and a lab coat at the time of the event. There was no report of erroneous results, death, injury, nor change to treatment related to this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found dried clenz around pinch valve pv42. The fse performed annual preventative maintenance and replaced all of the pinch valve tubings which resolved the leak and error messages. (B)(4).